Event description:
It was reported that a loss of rotation occurred. A 2.1mm jetstream catheter was selected for an athrectomy procedure. During the procedure, the rpms would not stay up. The procedure was completed with another of the same device. There were no patient complications reported.